Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found mid and proximal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The lesion was dilated again with a 3.0 x 20 balloon catheter. However, upon examination for re-insertion of the stent, the physician noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and no harm was done to the patient.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The lesion was dilated again with a 3.0 x 20 balloon catheter. However, upon examination for re-insertion of the stent, the physician noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and no harm was done to the patient.